Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had an absence of a no delivery alarm. The insulin pump had a display without a battery. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No delivery alarm functioned properly. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had a cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.